Event description:
The patient underwent a full replacement due to high lead impedance. The explanted devices were discarded and are not available for return for analysis. No additional relevant information has been received to date.